Manufacturer narrative:
The device was not returned to olympus for evaluation. A review of the device history record revealed no deviations or irregularities during the manufacturing of this device. The cause of the event cannot be determined at this time. This type of guidewire damage is most likely related to the operator's technique. The instruction manual contains several warning and caution statements in an effort to prevent damage to the guidewire. "Do not apply excessive force to advance or withdraw the guidewire. If resistance is encountered, determine the cause and take remedial action before continuing. When using a moveable core guidewire, do not attempt to advance, stiffen or straighten the tip of the guidewire against resistance. Do not reshape or alter the configuration of the guidewire. Doing so may compromise the structural integrity of the guidewire and may result in complications. "

Event description:
Olympus was informed that during an unspecified procedure, the wire began to unravel in the patient as the device was being withdrawn from the patient. The user facility reported that no fragments came off the wire or fell into patient. There was no bleeding observed. The procedure was prolonged by 5 minutes and was completed with a non olympus guidewire. There was no patient injury report.